Event description:
It was reported that the recently in the 8709sc packaging it was noticed that the clear boot was stuck to the plastic cover and ended up off the sterile field as the scrub tech didn't see that it was stuck to the lid.

Manufacturer narrative:
Continuation of concomitant medical products: catheter model 8709sc, serial# unk, implant/explant: na.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).